Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Article : fu, h., fu, q., yu, y., yang, y., zheng, c., xu, x., zhou, g., ding, h., wu, q., & chen, m. (2024). Efficacy of superselective intra-arterial recanalization of embolized arteries resulting from facial hyaluronic acid injection. Aesthetic plastic surgery, 48(18), 3561¿3567. Https://doi.org/10.1007/s00266-024-04004-2

Event description:
In the article ¿efficacy of superselective intra-arterial recanalization of embolized arteries resulting from facial hyaluronic acid injection,¿ a healthcare professional reported that a patient was injected with an unspecified juvéderm® of 0.6 ml into right nasolabial groove and 0.4 ml into left side. Two days later, the patient experienced pain and numbness at the injection site, with "livedo reticularis¿ was observed in the right nasolabial groove and upper lip. Superselective intra-arterial recanalization therapy was performed, and the embolized facial artery and its branches with low blood perfusion could be clearly observed by dsa (digital subtraction angiography). Following treatment with 60 mg papaverine and 3000 units hyaluronidase, improved blood perfusion and increased blood flow velocity of facial artery and its branches were observed via dsa. The patient experienced significant relief from pain and numbness one day after the procedure, and the livedo reticularis improved noticeably within 3 days. Microplasma radio frequency and concentrated growth factors were applied 8 days after the operation to promote tissue repair and regeneration . The patient was satisfactorily discharged 15 days after the procedure with symptoms fully resolved.